Event description:
During service of the device, the pump speed could not be adjusted using the local speed control knob. Pump speed could be controlled by use of the redundant speed control on the central control module. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
The reported behavior of the device was attributed to the failure of the connection of a cable connecting the pump display assembly with the internal circuitry of the pump.